Event description:
During a lead revision, physician was unable to make the rv set screw work so the device was replaced. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The header of the device was investigated. The visual inspection revealed, that the ventricular set screw was unscrewed and tilted beneath the silicon seal. In this tilted position it is not possible to insert the torque wrench again for final fixation. Further investigation did not show any peculiarities. All dimensions of the header bores were within the range requested by the standard specifications. The spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.